Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and ra lead had triggered a lead safety switch (lss) for high impedance 2300-2400 ohms. It was also reported that there was noise resulting in inappropriate atrial episodes. The plan was to leave sensing bipolar and pacing unipolar. The system remains in-service. No adverse patient effects were reported.